Manufacturer narrative:
Concomitant medical products: product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. Product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).

Event description:
The patient reported to having a lot of discomfort and pain in the abdomen where the implantable drug infusion pump was implanted. The patient's pump had been implanted to treat intractable spasticity and multiple sclerosis (ms).the pain and discomfort had been around since implant. The patient was able to feel the catheter, which was uncomfortable where it wrapped around the right side to go to the spine. The patient noted the area was very sore and would get very swollen. The patient reported that the pump had moved. The doctor wrote down specific measurements to make sure that the patient wouldn't be stuck with a needle unnecessarily if needed. They had been trying to get by until they had to do something about it. It was also reported that the patient was trying to get her pump taken out, because it didn't work correctly. The pump was working, but the patient did not believe it was working the way it should. She was having so many problems. She didn't think that the pump was helping. The patient's therapy was intermittent and not consistent. The patient symptoms ranged from having very bad spasticity to being totally "jelly" where she could not function. The patient would collapse, and then the patient's spasticity would gradually increase again until the spasticity was severe. The general opinion of the patient's doctors was to get the pump removed. It was noted that the patient ended up in the hospital because of "issues" in the summertime of either 2012 or 2013. It was unclear what the issues were. Clarification was requested. When the doctor started reducing the medication on (B)(6) 2015, the dose was dropped too much (decreased by 20%). The patient had a severe reaction 26 hours afterwards and was convulsing. The patient had a withdrawal reaction at that time. After that the health care provider reduced the patient's dose down in small percentages (1-3%), in the hope of removing the system in march 2016. The patient had been referred to a neurosurgeon. The doctor was reducing the medication in two to three week intervals. If the patient's medication was lowered, the patient got a little spasticity back. The patient had to go to the emergency room in (B)(6) 2015, because she went "completely jelly" and collapsed. This issue occurred less than 24 hours after the patient had a massage due to being severely spastic from the medication. The patient was hospitalized and was taken to a rehab facility. It was unknown if the massage opened something up and the patient got a rush of medication. It was unknown what happened. The patient had another reduction on (B)(6) 2015. She was dealing with a lot of spasms, and even with reductions, she was not seeing a lot of change. The pump was currently delivering 1000 mcg/ml gablofen at a basal rate of 3.3 mcg/hr. The patient also reported taking oral steroids (to help with ms), baclofen, and zafaflux. It was unclear if all of these medications were taken during the course of the event. It was noted that the patient was very sensitive to prescription medications. Follow up was being performed to determine what troubleshooting had been performed.

Event description:
Additional information was received from the manufacturing representative. The patient stated to the explanting office staff that she was unhappy with pump, that it never worked, and that the pump was under a recall. An explant procedure was planned for (B)(6) 2016. The issue was not resolved.